Event description:
The pt called alleging high readings on the lifescan meter. The pt obtained a blood glucose reading of 400 mg/dl and experienced frequent urination at the time of testing. The pt took insulin after attempting to use the device and contacted a medical professional for advice. The physician advised the pt to take 4 more units of humalog. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution was opened less than three mos ago. The test strips failed twice using the control solution. Pt opened a new vial of test strips and the test strips fell within range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the events meet the criteria for a medical device reportable. The test strips were replaced.